Event description:
It was reported to philips that the bed lock disengages and system restarts unexpectedly on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
No fault found. Problem unconfirmed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).